Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 368650, batch no. 9018826. It was reported that after use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle guard fell off the needle set when trying to close the needle guard after the collection was finished. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the needle guard is easy to detach from the needle: when the guard is opened (away from the needle during the phlebotomy) it is very easy for the guard to become detached from the needle when activating the safety mechanism. Staff member had needle guard fall off the needle set this morning when trying to close the needle guard after the collection was finished. Guard comes out of the attachment very easily when fully opened as there is nothing to keep it in place when pressure is applied to close it. Another staff has also reported that the needle guard would not close at all (same lot number and expiry).